Manufacturer narrative:
The mitraclip remains in patient and will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This report is being filed as the clip detached from one leaflet, while remaining attached to another leaflet. It was reported that on (B)(6) 2021, two mitraclips were successfully implanted in a patient with degenerative mitral regurgitation (mr). The mr had been reduced from severe to mild. There was no device malfunction or issue observed at that time. There were no procedure complications. On (B)(6) 2021, the patient had been hospitalized for methamphetamine use and medication withdrawal. An echocardiogram was performed which showed that both previously implanted clips had detached from the posterior leaflet. Both clips remained attached to the anterior leaflet as single leaflet device attachments (slda). The mr had increased to severe. As treatment, another mitraclip procedure was performed that day as treatment. An xt mitraclip was placed between the slda clips and nt mitraclip was placed medial, reducing the mr to mild/moderate. There were no procedure complications noted. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported mitral regurgitation (mr) was a cascading event of reported slda. It should be noted that the reported patient effect of mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.